Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
The physician was delivering the spider wire in the svg with no lead wire. There was an ostial stent in the svg. The distal tip of spiderfx wire got hung on a stent strut and when trying to pull spider wire back into the guide, the wire came apart. Nothing was left in the patient. Investigation of the returned device on (B)(4) 2014 found the filter was separated from the capture wire.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture record for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.